Event description:
It was reported that the patient presented to the clinic due to received hv therapy. Pvcs sent rhythm into an svt rhythm which fell into the vf zone and the discriminators were not applied. The ICD was reprogrammed. The patient will be monitored with routine follow ups.

Manufacturer narrative:
.